Event description:
Pt scheduled for outpatient colonoscopy. The 75 french pneumatic dilator was primed and tested prior to the start of the procedure. The procedure started at 11:47 am. When the balloon was inflated during the procedure, it ruptured. The procedure ended at 12/17 pm. The pt developed abdominal distention and discomfort. Flat plate and lateral decubitus x-rays of abdomen completed. At 1:25 pm pt was taken to the or for exploratory laparotomy and repair of colonic perforation.